Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when using the clip applier, unfortunately the clips were screw / crooked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m9121r. The analysis results found that the er320 device was returned in good condition. In addition, a bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident of malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.